Event description:
On (B)(6) 2012, the patient reported tht there are black spots on the left side of the infusion device display. He stated he is only able to read his basal rate for the hour. Unable to reach patient to clarify if black spots interfered with his ability to view insulin amounts. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.